Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Source of information: obtained from the initial reporter on dd mmm yyyy or provided from knowledge as you were present in the case? Obtained from initial reporter on (B)(6) 2023 2. What do you mean by "x8 needles in a pack"? Are there a different quantity in the package than estimated? Please provide more information there are 4 strands per packet, each strand has two needles, so there are 8 needles in pack. 2 of the needles snap easily 3. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information no patient consequences attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-03114.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needles snap easily while stitching. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, e 1. Initial reporter address line 1, h6 component code: g07002 - no device problem found. Investigation summary: the product received for analysis were identified as product code m8702. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was not observed on either needle; therefore, no additional analysis was performed. The evaluation of the samples revealed the needles were not fractured. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation findings.